Event description:
Additional information was received that the patient with the new implantable cardioverter defibrillator (ICD) (B)(4) and right ventricular (rv) lead revealed high shock impedance greater than 125 ohms in the proximal coil to can configurations. When the device and lead were tested again from the distal coil to can; measurements were within normal range of 89 ohms. A data disk was sent into boston scientific technical services (ts) for further review. No adverse patient effects were reported.

Manufacturer narrative:
To date the attempted device has not been received at boston scientific. The new device and lead remain in service and a data disk was sent into boston scientific technical services (ts) for review. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Additional information was received that a boston scientific technical services (ts) agent reviewed a data disk and reviewed the memory of this device. After review ts concluded that in the event that the proximal coil connection was incomplete during the device e change out or lead integrity was compromised, i.e. Fracture, the shock impedance would be >125 ohms for any configuration involving the proximal coil. Due to the device change out, there is always a risk of an underlying lead issue that may not be evident until after the device replacement as a result of normal manipulation of the lead system or the possibility of induced damage which is why our labeling suggests lead testing is recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a few days post implant procedure, this new implantable cardioverter defibrillator (ICD) exhibited high shock impedances greater than 125 ohms and a conductor issue is suspected, broken proximal coil. A boston scientific technical services (ts) was contacted for advise and review of a disk analysis of the old 1860 device, and the attempted implant device (B)(4) and the newly implanted device (B)(4). The agent advised that disk analysis does not show any indication for possible proximal coil issue. All stored egms for the 1860 show clean signals on both, rv and shock channels, and detections/therapies were appropriately rv lead impedance was stable around 520 ohm, intrinsic amplitude 7.6 to >8 mv. Measurements for (B)(4); the attempted implant device indicated /replacement on (B)(6) 2012 (ICD lead as above)no events were stored, no measurement data. The agent advised that for the newly implanted device (B)(4); confirmed that a measurement issue is most likely. Out of range measurements is due to other equipment connected may be possible. Concerning the open conductor (like proximal coil broken or not connected) and configuration is triad, the agent confirmed that shock will be delivered.

Event description:
Boston scientific received information that during a routine device change out procedure, this implantable cardioverter defibrillator (ICD) ((B)(4)) was connected to the existing leads. Upon lead integrity testing the right ventricular (rv) lead revealed high shock impedances greater than 125 ohms and high threshold measurements. The ventricular lead was disconnected and the device was removed from the pocket and the ports were flushed and the connector pins were cleaned. The device was then reinserted into the pocket, the ventricular lead connected into the device for further testing. The shock lead measurements remained the same greater than 125 ohms. Fluoroscopy was carried out to assess the ventricular lead and no abnormalities were found. Again, to determine if this was a lead or device issue the lead was then disconnected from the new device and the old device was connected to the ventricular lead. The old device and lead were tested and shock impedances were within normal range. A device issue was suspected and the decision was made to remove and replace the device. The new implantable cardioverter defibrillator (ICD) ((B)(4)) was tested with the lead and all measurements were expected and within normal range. The procedure was completed and no adverse patient effects were reported. The attempted device was returned for analysis.

Manufacturer narrative:
To date the attempted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
To date the attempted device has not been received at boston scientific. The new device and lead remain in service . Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.